Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review shows treatment was interrupted at 74% because the laser pedal was released due to eyetracker cannot find the pupil. Treatment was completed to 100%. The root cause could not be determined conclusively. The laser stopped treatment automatically as the pupil could not be found. The most likely root cause is that the patient moved eye and therefore tracking was lost. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
There is only one report related to this event. No other reports were or will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the screen froze with the message "hit ready to continue" at 74 percent with two seconds left to treat a patients right eye during refractive laser ablation. The surgeon thought the procedure was completed and instilled drops along with a bandage contact lens (bcl). When they went to proceed with the patients left eye it was noted that they had not completed the right eye. The bcl was removed and eye scraped to finish treatment of the right eye without further incidence. Additional information received, the patient did not have any complaints post operatively and they continue to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.